Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain shotting at times down into my legs"), pain ("blacking out with pain radiating into my back and into my head / chronic full body ache/pain"), depressed level of consciousness ("brain cloudiness"), multiple sclerosis ("symptoms of multiple sclerosis"), loss of consciousness ("blacking out with pain radiating into my back and into my head"), osteomyelitis ("systemic infection in maxillary bone in mouth"), rhinitis ("infection was up both sides of my mouth went into nose ears"), genital haemorrhage ("bleeding so heavily I couldn't get a clear urine test / severe bleeding with large clots") and ear infection ("infection was up both sides of my mouth went into nose ears") in a 39-year-old female patient who had essure (batch no. 20183089) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera). Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4035, maximum: 4000). Detail: line 10579. The patient was treated with atenolol, oxygen, naproxen, sertraline, alprazolam, surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy) and surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pain, depressed level of consciousness, multiple sclerosis, loss of consciousness, back pain, menorrhagia, arthralgia, paraesthesia, anosmia, dysstasia, leiomyoma, neck pain, musculoskeletal pain, pain in jaw, dyspareunia, libido decreased, cognitive disorder, furuncle, the last episode of bone pain, tooth disorder, hypoaesthesia, loss of proprioception, dizziness, vertigo, insomnia, balance disorder, polycystic ovaries, pulmonary mass, lung cyst, anorgasmia, intervertebral disc degeneration, contusion and muscle atrophy outcome was unknown, the osteomyelitis, genital haemorrhage and hyperhidrosis was resolving, the rhinitis, ear infection, tremor, complication associated with device and cardiac flutter was resolving, the weight increased, myalgia, headache, nausea, constipation, dysgeusia, alopecia, depression, anxiety, food allergy, pyrexia, breast pain, vaginal discharge, dizziness exertional, influenza like illness, swelling, raynaud's phenomenon, autoimmune disorder, migraine, intranasal paraesthesia, paraesthesia oral, ageusia, acne, chest pain, allergy to plants, endometriosis, allergy to animal, pain in extremity and adnexa uteri cyst outcome was unknown, the nervous system disorder had not resolved, the fatigue had not resolved, the adenomyosis had resolved and the endometrial thickening had resolved. The reporter considered acne, adenomyosis, adnexa uteri cyst, ageusia, allergy to animal, allergy to plants, alopecia, anorgasmia, anosmia, anxiety, aphasia, arthralgia, autoimmune disorder, back pain, balance disorder, breast pain, cardiac flutter, chest pain, cognitive disorder, complication associated with device, constipation, contusion, depressed level of consciousness, depression, dizziness, dizziness exertional, dysgeusia, dyspareunia, dysstasia, ear infection, endometrial thickening, endometriosis, fatigue, food allergy, furuncle, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, influenza like illness, insomnia, intervertebral disc degeneration, intranasal paraesthesia, leiomyoma, libido decreased, loss of consciousness, loss of proprioception, lung cyst, menorrhagia, migraine, multiple sclerosis, muscle atrophy, muscular weakness, musculoskeletal pain, myalgia, nausea, neck pain, nervous system disorder, osteomyelitis, pain, pain in extremity, pain in jaw, paraesthesia, paraesthesia oral, pelvic pain, polycystic ovaries, pulmonary mass, pyrexia, raynaud's phenomenon, restless legs syndrome, rhinitis, swelling, tooth disorder, tremor, vaginal discharge, vertigo, weight increased, the first episode of bone pain and the second episode of bone pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. 2008: EKG normal. 3 month hsg: both sides blocked. (B)(6) 2013 . X-ray showed systemic infection in maxillary bone. Unspecified dates: white counts were high. Ultrasound performed due to huge clots. Pft (interpreted as pancreatic function test). CT scan of chest . MRI . Chemical stress tests - the work ups came negative. On (B)(6) 2010 she underwent essure confirmation test hysterosalpingogram (hsg). Physician told her everything looks great, confirmed bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: constipation, insomnia, headache, fatigue, depression, anxiety, dizziness, dyspnea, arthralgia, supraventricular tachycardia, muscle pain, muscle weakness, alopecia, tooth problems, autoimmune disorder, metal allergy, swelling, pain in skin and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain shotting at times down into my legs"), pain ("blacking out with pain radiating into my back and into my head / chronic full body ache/pain"), depressed level of consciousness ("brain cloudiness"), multiple sclerosis ("symptoms of multiple sclerosis"), loss of consciousness ("blacking out with pain radiating into my back and into my head"), osteomyelitis ("systemic infection in maxillary bone in mouth"), rhinitis ("infection was up both sides of my mouth went into nose ears"), genital haemorrhage ("bleeding so heavily I couldn't get a clear urine test / severe bleeding with large clots") and ear infection ("infection was up both sides of my mouth went into nose ears") in a 39-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("painful sex") and libido decreased ("decreased libido"). In 2010, the patient experienced alopecia ("hair loss") and hyperhidrosis ("sweating all day"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced pain (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant) with feeling abnormal and vision blurred, nausea ("nausea"), paraesthesia ("tingling in hands, feet, nose and lips / loss of feeling in skin"), intranasal paraesthesia ("tingling in hands, feet, nose and lips"), paraesthesia oral ("tingling in hands, feet, nose and lips"), syncope ("syncope"), spinal osteoarthritis ("degenerative changes to cervical and thoracic spine - 2014") and asthenia ("loss of strength"). In (B)(6) 2013, the patient experienced osteomyelitis (seriousness criterion medically significant) with sinus pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depressed level of consciousness (seriousness criterion medically significant) with skin discolouration, multiple sclerosis (seriousness criterion medically significant) with essential tremor and dysphemia, back pain ("low back pain radiated into legs after being on feet long period of time / burning pain up into back / chronic pain in upper back"), weight increased ("weigh gain of 15-20 pounds within first 2 months after essure implanted"), menorrhagia ("heavy bleeding/menses expelling large blood clots"), arthralgia ("joint pain that turned over time to severe burning / shoulders pain"), myalgia ("muscle pain that turned over time to severe burning"), anosmia ("loss of taste and smell"), dizziness exertional ("dizziness on exertion"), nervous system disorder ("neurological problems with legs"), muscular weakness ("weak in legs"), the first episode of bone pain ("bone pain/severe and persistent bone"), dysstasia ("could hardly stand up"), adenomyosis ("adenomyosis"), leiomyoma ("leyomioma"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), pain in jaw ("jaw pain"), aphasia ("trouble with word retrieval"), cognitive disorder ("trouble adding, subtracting, reading, and words do not process as I read "), furuncle ("boils that intermittently appear on her skin"), the second episode of bone pain ("severe and persistent bone pain"), tooth disorder ("unexplained dental problems"), hypoaesthesia ("loss of feeling in muscles"), loss of proprioception ("loss of proprioception"), dizziness ("dizziness"), vertigo ("vertigo"), insomnia ("insomnia"), balance disorder ("loss of balance"), polycystic ovaries ("pcos"), pulmonary mass ("lung nodules"), lung cyst ("lung cyst"), anorgasmia ("anorgasmia"), intervertebral disc degeneration ("degenerative changes to cervical and thoracic spine"), contusion ("unexplained bruising that takes a long time to heal"), muscle atrophy ("muscle atrophy") and impaired healing ("unexplained bruising with prolonged healing time"). On an unknown date, the patient experienced rhinitis (seriousness criterion medically significant), ear infection (seriousness criterion medically significant) with white blood cell count increased, headache ("severe headaches/severe headaches when acne breaks out/headaches turning to migraine intensity"), constipation ("constipation"), dysgeusia ("metallic taste"), depression ("increased severity of depression") with disturbance in attention, memory impairment and fatigue, anxiety ("increased severity of anxiety") with palpitations, insomnia, dyspnoea, supraventricular tachycardia and extrasystoles, food allergy ("new allergies/sensitivities I've never had before to several foods and plants") with rash macular, pyrexia ("unexplained fevers"), breast pain ("breast pain"), vaginal discharge ("white vaginal discharge sometimes clear"), influenza like illness ("skin/body ache resembling flu symptoms"), swelling ("swollen feeling throughout body"), raynaud's phenomenon ("raynaud's disease"), autoimmune disorder ("symptoms of autoimmune problems"), migraine ("headaches turning to migraine intensity"), ageusia ("loss of taste and smell"), acne ("painful scalp acne") with pain of skin, chest pain ("chest pains"), allergy to plants ("new allergies/sensitivities I've never had before to several foods and plants"), endometriosis ("possible endometriosis or adenomyosis"), restless legs syndrome ("restless legs and arms"), tremor ("shaking in legs"), allergy to animal ("allergies I couldn't handle to outside things horses dogs"), pain in extremity ("burning pain in legs"), complication associated with device ("reaction to essure"), adnexa uteri cyst ("para-tubal cysts on left"), fatigue ("exhausted"), cardiac flutter ("having flutters") and endometrial thickening ("uterus was very thickened"). The patient was treated with atenolol, oxygen, naproxen, sertraline, alprazolam, surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy) and surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pain, depressed level of consciousness, multiple sclerosis, loss of consciousness, back pain, weight increased, menorrhagia, arthralgia, myalgia, nausea, paraesthesia, anosmia, alopecia, dizziness exertional, dysstasia, leiomyoma, neck pain, musculoskeletal pain, pain in jaw, dyspareunia, libido decreased, cognitive disorder, furuncle, the last episode of bone pain, tooth disorder, hypoaesthesia, loss of proprioception, dizziness, vertigo, insomnia, balance disorder, polycystic ovaries, pulmonary mass, lung cyst, anorgasmia, intervertebral disc degeneration, contusion, muscle atrophy, syncope, spinal osteoarthritis, asthenia and impaired healing outcome was unknown, the osteomyelitis, genital haemorrhage and hyperhidrosis was resolving, the rhinitis, ear infection, tremor, complication associated with device and cardiac flutter was resolving, the headache, constipation, dysgeusia, depression, anxiety, food allergy, pyrexia, breast pain, vaginal discharge, influenza like illness, swelling, raynaud's phenomenon, autoimmune disorder, migraine, intranasal paraesthesia, paraesthesia oral, ageusia, acne, chest pain, allergy to plants, endometriosis, allergy to animal, pain in extremity and adnexa uteri cyst outcome was unknown, the nervous system disorder had not resolved, the fatigue had not resolved, the adenomyosis had resolved and the endometrial thickening had resolved. The reporter considered acne, adenomyosis, adnexa uteri cyst, ageusia, allergy to animal, allergy to plants, alopecia, anorgasmia, anosmia, anxiety, aphasia, arthralgia, asthenia, autoimmune disorder, back pain, balance disorder, biliary colic, breast pain, cardiac flutter, chest pain, cognitive disorder, complication associated with device, constipation, contusion, depressed level of consciousness, depression, dizziness, dizziness exertional, dysgeusia, dyspareunia, dysstasia, ear infection, endometrial thickening, endometriosis, fatigue, food allergy, furuncle, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, impaired healing, influenza like illness, insomnia, intervertebral disc degeneration, intranasal paraesthesia, leiomyoma, libido decreased, loss of consciousness, loss of proprioception, lung cyst, menorrhagia, migraine, multiple sclerosis, muscle atrophy, muscular weakness, musculoskeletal pain, myalgia, nausea, neck pain, nervous system disorder, osteomyelitis, pain, pain in extremity, pain in jaw, paraesthesia, paraesthesia oral, parosmia, pelvic pain, polycystic ovaries, pulmonary mass, pyrexia, raynaud's phenomenon, restless legs syndrome, rhinitis, sensory loss, sinus pain, spinal osteoarthritis, swelling, syncope, tooth disorder, tremor, vaginal discharge, vertigo, weight increased, the first episode of bone pain and the second episode of bone pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. 2008: EKG normal. 3 month hsg: both sides blocked (B)(6) 2013 . X-ray showed systemic infection in maxillary bone. Unspecified dates: white counts were high ultrasound performed due to huge clots pft (interpreted as pancreatic function test) CT scan of chest MRI chemical stress tests - the work ups came negative. On (B)(6) 2010 she underwent essure confirmation test hysterosalpingogram (hsg). Physician told her everything looks great, confirmed bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: constipation, insomnia, headache, fatigue, depression, anxiety, dizziness, dyspnea, arthralgia, supraventricular tachycardia, muscle pain, muscle weakness, alopecia, tooth problems, autoimmune disorder, metal allergy, swelling, pain in skin and rash . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: syncope, spinal osteoarthritis, loss of strength, wound healing prolongation, loss of sensation, sinus pain, parosmia, biliary colic. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain shotting at times down into my legs"), pain ("blacking out with pain radiating into my back and into my head / chronic full body ache/pain"), depressed level of consciousness ("brain cloudiness"), multiple sclerosis ("symptoms of multiple sclerosis"), loss of consciousness ("blacking out with pain radiating into my back and into my head"), osteomyelitis ("systemic infection in maxillary bone in mouth"), rhinitis ("infection was up both sides of my mouth went into nose ears"), genital haemorrhage ("bleeding so heavily I couldn't get a clear urine test / severe bleeding with large clots") and ear infection ("infection was up both sides of my mouth went into nose ears") in a 39-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("painful sex") and libido decreased ("decreased libido"). In 2010, the patient experienced alopecia ("hair loss") and hyperhidrosis ("sweating all day"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced pain (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant) with feeling abnormal and vision blurred, nausea ("nausea"), paraesthesia ("tingling in hands, feet, nose and lips / loss of feeling in skin"), intranasal paraesthesia ("tingling in hands, feet, nose and lips"), paraesthesia oral ("tingling in hands, feet, nose and lips"), syncope ("syncope"), spinal osteoarthritis ("degenerative changes to cervical and thoracic spine - 2014") and asthenia ("loss of strength"). In november 2013, the patient experienced osteomyelitis (seriousness criterion medically significant) with sinus pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depressed level of consciousness (seriousness criterion medically significant) with skin discolouration, multiple sclerosis (seriousness criterion medically significant) with essential tremor and dysphemia, back pain ("low back pain radiated into legs after being on feet long period of time / burning pain up into back / chronic pain in upper back"), weight increased ("weigh gain of 15-20 pounds within first 2 months after essure implanted"), menorrhagia ("heavy bleeding/menses expelling large blood clots"), arthralgia ("joint pain that turned over time to severe burning / shoulders pain"), myalgia ("muscle pain that turned over time to severe burning"), anosmia ("loss of taste and smell"), dizziness exertional ("dizziness on exertion"), nervous system disorder ("neurological problems with legs"), muscular weakness ("weak in legs"), the first episode of bone pain ("bone pain/severe and persistent bone"), dysstasia ("could hardly stand up"), adenomyosis ("adenomyosis"), leiomyoma ("leyomioma"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), pain in jaw ("jaw pain"), aphasia ("trouble with word retrieval"), cognitive disorder ("trouble adding, subtracting, reading, and words do not process as I read "), furuncle ("boils that intermittently appear on her skin"), the second episode of bone pain ("severe and persistent bone pain"), tooth disorder ("unexplained dental problems"), hypoaesthesia ("loss of feeling in muscles"), loss of proprioception ("loss of proprioception"), dizziness ("dizziness"), vertigo ("vertigo"), insomnia ("insomnia"), balance disorder ("loss of balance"), polycystic ovaries ("pcos"), pulmonary mass ("lung nodules"), lung cyst ("lung cyst"), anorgasmia ("anorgasmia"), intervertebral disc degeneration ("degenerative changes to cervical and thoracic spine"), contusion ("unexplained bruising that takes a long time to heal"), muscle atrophy ("muscle atrophy") and impaired healing ("unexplained bruising with prolonged healing time"). On an unknown date, the patient experienced rhinitis (seriousness criterion medically significant), ear infection (seriousness criterion medically significant) with white blood cell count increased, headache ("severe headaches/severe headaches when acne breaks out/headaches turning to migraine intensity"), constipation ("constipation"), dysgeusia ("metallic taste"), depression ("increased severity of depression") with disturbance in attention, memory impairment and fatigue, anxiety ("increased severity of anxiety") with palpitations, insomnia, dyspnoea, supraventricular tachycardia and extrasystoles, food allergy ("new allergies/sensitivities I've never had before to several foods and plants") with rash macular, pyrexia ("unexplained fevers"), breast pain ("breast pain"), vaginal discharge ("white vaginal discharge sometimes clear"), influenza like illness ("skin/body ache resembling flu symptoms"), swelling ("swollen feeling throughout body"), raynaud's phenomenon ("raynaud's disease"), autoimmune disorder ("symptoms of autoimmune problems"), migraine ("headaches turning to migraine intensity"), ageusia ("loss of taste and smell"), acne ("painful scalp acne") with pain of skin, chest pain ("chest pains"), allergy to plants ("new allergies/sensitivities I've never had before to several foods and plants"), endometriosis ("possible endometriosis or adenomyosis"), restless legs syndrome ("restless legs and arms"), tremor ("shaking in legs"), allergy to animal ("allergies I couldn't handle to outside things horses dogs"), pain in extremity ("burning pain in legs"), complication associated with device ("reaction to essure"), adnexa uteri cyst ("para-tubal cysts on left"), fatigue ("exhausted"), cardiac flutter ("having flutters") and endometrial thickening ("uterus was very thickened"). The patient was treated with atenolol, oxygen, naproxen, sertraline, alprazolam, surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy) and surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pain, depressed level of consciousness, multiple sclerosis, loss of consciousness, back pain, weight increased, menorrhagia, arthralgia, myalgia, nausea, paraesthesia, anosmia, alopecia, dizziness exertional, dysstasia, leiomyoma, neck pain, musculoskeletal pain, pain in jaw, dyspareunia, libido decreased, cognitive disorder, furuncle, the last episode of bone pain, tooth disorder, hypoaesthesia, loss of proprioception, dizziness, vertigo, insomnia, balance disorder, polycystic ovaries, pulmonary mass, lung cyst, anorgasmia, intervertebral disc degeneration, contusion, muscle atrophy, syncope, spinal osteoarthritis, asthenia and impaired healing outcome was unknown, the osteomyelitis, genital haemorrhage and hyperhidrosis was resolving, the rhinitis, ear infection, tremor, complication associated with device and cardiac flutter was resolving, the headache, constipation, dysgeusia, depression, anxiety, food allergy, pyrexia, breast pain, vaginal discharge, influenza like illness, swelling, raynaud's phenomenon, autoimmune disorder, migraine, intranasal paraesthesia, paraesthesia oral, ageusia, acne, chest pain, allergy to plants, endometriosis, allergy to animal, pain in extremity and adnexa uteri cyst outcome was unknown, the nervous system disorder had not resolved, the fatigue had not resolved, the adenomyosis had resolved and the endometrial thickening had resolved. The reporter considered acne, adenomyosis, adnexa uteri cyst, ageusia, allergy to animal, allergy to plants, alopecia, anorgasmia, anosmia, anxiety, aphasia, arthralgia, asthenia, autoimmune disorder, back pain, balance disorder, biliary colic, breast pain, cardiac flutter, chest pain, cognitive disorder, complication associated with device, constipation, contusion, depressed level of consciousness, depression, dizziness, dizziness exertional, dysgeusia, dyspareunia, dysstasia, ear infection, endometrial thickening, endometriosis, fatigue, food allergy, furuncle, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, impaired healing, influenza like illness, insomnia, intervertebral disc degeneration, intranasal paraesthesia, leiomyoma, libido decreased, loss of consciousness, loss of proprioception, lung cyst, menorrhagia, migraine, multiple sclerosis, muscle atrophy, muscular weakness, musculoskeletal pain, myalgia, nausea, neck pain, nervous system disorder, osteomyelitis, pain, pain in extremity, pain in jaw, paraesthesia, paraesthesia oral, parosmia, pelvic pain, polycystic ovaries, pulmonary mass, pyrexia, raynaud's phenomenon, restless legs syndrome, rhinitis, sensory loss, sinus pain, spinal osteoarthritis, swelling, syncope, tooth disorder, tremor, vaginal discharge, vertigo, weight increased, the first episode of bone pain and the second episode of bone pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. 2008: EKG normal 3 month hsg: both sides blocked (B)(6) 2013 . X-ray showed systemic infection in maxillary bone. Unspecified dates: white counts were high ultrasound performed due to huge clots pft (interpreted as pancreatic function test) CT scan of chest MRI chemical stress tests - the work ups came negative on (B)(6) 2010 she underwent essure confirmation test hysterosalpingogram (hsg). Physician told her everything looks great, confirmed bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: constipation, insomnia, headache, fatigue, depression, anxiety, dizziness, dyspnea, arthralgia, supraventricular tachycardia, muscle pain, muscle weakness, alopecia, tooth problems, autoimmune disorder, metal allergy, swelling, pain in skin and rash . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: syncope, spinal osteoarthritis, loss of strength, wound healing prolongation, loss of sensation, sinus pain, parosmia, biliary colic most recent follow-up information incorporated above includes: on (B)(6) 2018: the previous event "painful cystic scalp sores that rupture" (coded as biliary colic) was deleted since the event "painful scalp acne / painful cystic scalp sores that rupture" was split and recoded to "pain of skin", "dermal cyst" and "cyst rupture" incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Case summary: serious, related, unlisted and incident. This spontaneous case report was received from a female consumer of unspecified age via regulatory authority (case# mw5033217) in united states on (B)(6) 2014 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted and experienced low back pain radiated into legs after being on feet long period of time, brain cloudiness, brain fog, trouble concentrating, forgetfulness, weigh gain of 15-20 pounds within first 2 months after essure implanted, heavy bleeding/menses expelling large blood clots, severe pelvic pain/pelvic pain shooting at times down into my legs, blurred vision, fatigue, joint pain that turned over time to severe burning, muscle pain that turned over time to severe burning, heart palpitations, nausea, tingling in hands, feet, nose and lips, limbs turning blue, constipation, loss of taste and smell, metallic taste, hair loss, painful scalp acne, severe headaches/severe headaches when acne breaks out/headaches turning to migraine intensity, increased severity of depression, increased severity of anxiety, insomnia, new allergies/sensitivities (she had never had before to several foods and plants), skin reddened and sometimes splotchy and purplish on backs of upper arms, unexplained fevers, breast pain, white vaginal discharge sometimes clear, dizziness on exertion, skin/body ache resembling flu symptoms, swollen feeling throughout body, raynaud's disease, symptoms of multiple sclerosis, symptoms of autoimmune problems, essential tremors, stuttering when trying to talk off and on, inability to breathe/trouble breathing, chest pains, skipping beats/ svt/ rapid heart rate,blacking out with pain radiating into my back and into my head and possible endometriosis or adenomyosis. No information given on consumer's history, past drugs, concomitant drugs and concurrent conditions. On (B)(6) 2009 the consumer had essure (fallopian tube occlusion insert) inserted. Lot number was not provided. In 2012 the consumer experienced tingling in hands, feet, nose and lips, limbs turning blue, inability to breathe, and blacking out with pain radiating into my back and into my head. In (B)(6) 2013 the consumer experienced essential tremors. On an unspecified date she had low back pain radiated into legs after being on feet long period of time, brain cloudiness, brain fog, trouble concentrating, forgetfulness, weigh gain of 15-20 pounds within first 2 months after essure implanted, heavy bleeding/menses expelling large blood clots, severe pelvic pain, blurred vision, fatigue, joint pain that turned over time to severe burning, muscle pain that turned over time to severe burning, severe headaches, heart palpitations, nausea, constipation, loss of taste and smell, metallic taste, hair loss, severe headaches when acne breaks out, increased severity of depression, increased severity of anxiety, insomnia, new allergies/sensitivities she had never had before to several foods and plants, skin reddened and sometimes splotchy and purplish on backs of upper arms, unexplained fevers, breast pain, possible endometriosis or adenomyosis with pelvic pain shooting at times down into my legs, white vaginal discharge sometimes clear, dizziness on exertion, skin/body ache resembling flu symptoms, swollen feeling throughout body, raynaud's disease, symptoms of multiple sclerosis, symptoms of autoimmune problems, stuttering when trying to talk off and on, loss of taste and smell, painful scalp acne, headaches turning to migraine intensity, trouble breathing, chest pains, skipping beats/ svt/ rapid heart rate, and blacking out with pain radiating into my back and into my head. Essure was removed on (B)(6) 2013. Consumer had a laparoscopic assisted hysterectomy. The physician said he did not see the coils because he took the uterus and fallopian tubes out in one peace. Consumer's outcome was not informed. No assessment was given. Follow-up information received on 12-feb-2014 with additional information on 13-feb-2014: this case refers to a (B)(6) consumer. The consumer¿s history included 3 children. Concurrent conditions included overweight (body mass index: (B)(6)) she denied any previous gynecological problems or procedures and said she was very active and healthy. Last EKG (electrocardiography) on 2008 was normal. Essure was not inserted after a pregnancy. Depo provera was used as back up contraception after essure insertion. 3 month hsg (hysterosalpingogram) confirmed both sides blocked. The consumer confirmed all the previously reported events and reported these: restless legs very intense, restless arms, not as intense (comes and goes, feel very weird and uncomfortable, mostly underneath her arms and ends up in her hands). Neurological problems with legs, shaking, weak, burning pain in legs not as intense, muscle pain comes and goes diagnosed as essential tremors. Shortness of breath. Rapid heartbeat, brain-cloudiness (felt like being in this fog). She developed allergies that I couldn¿t handle to outside things ¿ plants, horses, dogs since essure was put in. In 2009, at the beginning of the year, she could not concentrate, it got worse later, could not remember to get to certain pages, productivity went down at work, but she felt lot better since essure removal. In (B)(6) 2013, the consumer thought she was having sinus pain, which eventually got worse. Before essure removal, she could hardly stand up, was sweating all day, pouring all of her; she was bleeding so heavily couldn¿t get a clear urine test towards. On (B)(6) 2013, x-ray showed systemic infection in maxillary bone in mouth, bone pain, infection was up both sides of mouth, went into her nose, ears, head ¿ it was not a tooth infection. The consumer saw different doctors: neurologist for neurological problems, gi (gastrointestinal) doctor for bowels and heart doctor. The consumer went to hospital in 2012, but she did not stay overnight. She was treated with fluids, oxygen and atenolol for rapid heartbeat. EKG looked good, heart rate was high. She was experiencing tachycardia with skipping beats and having flutters ¿ it could have been an anxiety attack. Pre-operatory diagnosis was menorrhagia and reaction to essure (not specified). Bunch of blood work was done, consumer¿s white counts were high. The doctor did an ultrasound for huge blood clots. I had pft¿s (pancreatic function test), CT (computerized tomography) scan of chest, MRI (magnetic resonance imaging) and chemical stress tests, which came negative. Every other test did not explain the consumer¿s symptoms. The doctor performed hysteroscopy, d & c (dilation and curettage) and polypectomy for pelvic pain on (B)(6) 2013 and did d & c for huge blood clots, excision of para-tubai cysts on left when they removed essure. The essure removal was medically necessary and the consumer wanted it. The devices were removed laparoscopically ¿vaginal hysterectomy with tubes removed, ovaries kept. Pathology reported stated adenomyosis, uterus was very thickened, leiomyoma and para-tubal cysts on left. The consumer recovered from the essure removal procedure. She stated that symptoms had gotten better, but she was still having them. Tremors and neurological symptoms were better, but still ongoing. She was still feeling very weak, exhausted due to shaking and tremors. The consumer related the events to essure since there were no answers to all her tests and events improved after device removal ¿ she saw a huge difference immediately after surgery. Ptc investigation result was also provided: ptc global number: (B)(4). Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Follow-up received on 26-feb-2014 :attempts were done without success and case closed. Follow-up information received on 15-sep-2015: consumer experienced memory lapses, lots of memory lapses. Before she went in for removal, they thought she had multiple sclerosis it was than bad. Follow-up received on 01-jul-2016: information received via legal claim states that plaintiff had essure implanted on or about (B)(6) 2009. After being implanted with essure, she suffered from severe and permanent injuries. Follow-up information received on 29-nov-2017: plaintiff pfs received - neck, shoulders, and jaws, painful sex, decreased libido, and trouble with word retrieval, trouble adding, subtracting, reading, and words do not process as I read, boils that intermittently appear on her skin, severe and persistent bone pain, unexplained dental problems, loss of feeling in muscles, loss of proprioception, dizziness, vertigo, insomnia, loss of balance, pcos, lung nodules, lung cyst, anorgasmia and degenerative changes to cervical and thoracic spine, unexplained bruising that takes a long time to heal, and muscle atrophy. Essure lot number 20183089 was added. Plaintiff claims that her use of essure caused or aggravated psychiatric and /or psychological conditions. She received treatment approximately from 2011 to 2015 for depression/anxiety. Condition was not resolved. She claimed that essure worsened a previously existing injury/condition: her depression and anxiety had been treated for years on effexor and stabilized, after essure placement my symptoms exacerbated requiring medication changes and an increase in xanax use from as needed to nightly. She was still in treatment for her depression and anxiety and it has not stabilized. On (B)(6) 2010 she underwent essure confirmation test hysterosalpingogram (hsg). Physician told her everything looks great, confirmed bilateral fallopian tube occlusion. Plaintiff had essure removed on (B)(6) 2013 by laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy, rigid cystoscopy. Plaintiff¿s alleged symptoms or injuries resolve or decrease following essure removal. She felt less brain fog and clearer minded, less severe and persistent joint pain, muscle pain and weakness, less breathlessness, felt excited to be able to breath, color was back in face. Essential tremors resolved, no more excessive sweating, sense of smell returned, no more metallic taste in mouth. She felt better for about a month and the symptoms started to appear again gradually. They have continued to get worse and progress. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: constipation, insomnia, headache, fatigue, depression, anxiety, dizziness, dyspnea, arthralgia, supraventricular tachycardia, muscle pain, muscle weakness, alopecia, tooth problems, autoimmune disorder, metal allergy, swelling, pain in skin and rash . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033217) on 03-feb-2014. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain shooting at times down into my legs') and pain ('blacking out with pain radiating into my back and into my head / chronic full body ache/pain') in a 39-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo provera) and metoprolol. Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4079, maximum: 4000). Detail: line 12087 the patient was treated with alprazolam, atenolol, naproxen, oxygen, sertraline and surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pain, depressed level of consciousness, multiple sclerosis, loss of consciousness, back pain, weight increased, menorrhagia, arthralgia, myalgia, headache, nausea, paraesthesia, alopecia, depression, anxiety, breast pain, dizziness exertional, swelling, intranasal paraesthesia, dysstasia, adnexa uteri cyst, leiomyoma, neck pain, musculoskeletal pain, pain in jaw, dyspareunia, libido decreased, cognitive disorder, furuncle, the last episode of bone pain, tooth disorder, loss of proprioception, dizziness, vertigo, insomnia, balance disorder, polycystic ovaries, pulmonary mass, lung cyst, anorgasmia, intervertebral disc degeneration, contusion, muscle atrophy, syncope, spinal osteoarthritis, asthenia, impaired healing and the last episode of hypoaesthesia outcome was unknown, the osteomyelitis, rhinitis, genital haemorrhage, ear infection, hyperhidrosis and complication associated with device was resolving, the constipation, dysgeusia, food allergy, pyrexia, vaginal discharge, influenza like illness, raynaud's phenomenon, autoimmune disorder, migraine, paraesthesia oral, ageusia, chest pain, allergy to plants, endometriosis, allergy to animal and pain in extremity outcome was unknown, the nervous system disorder had not resolved, the tremor and cardiac flutter was resolving, the fatigue had not resolved, the adenomyosis had resolved and the endometrial thickening had resolved. The reporter considered acne, adenomyosis, adnexa uteri cyst, ageusia, allergy to animal, allergy to plants, alopecia, anorgasmia, anxiety, aphasia, arthralgia, asthenia, autoimmune disorder, back pain, balance disorder, breast pain, cardiac flutter, chest pain, cognitive disorder, complication associated with device, constipation, contusion, depressed level of consciousness, depression, dizziness, dizziness exertional, dysgeusia, dyspareunia, dysstasia, ear infection, endometrial thickening, endometriosis, fatigue, food allergy, furuncle, genital haemorrhage, headache, hyperhidrosis, impaired healing, influenza like illness, insomnia, intervertebral disc degeneration, intranasal paraesthesia, leiomyoma, libido decreased, loss of consciousness, loss of proprioception, lung cyst, menorrhagia, migraine, multiple sclerosis, muscle atrophy, muscular weakness, musculoskeletal pain, myalgia, nausea, neck pain, nervous system disorder, osteomyelitis, pain, pain in extremity, pain in jaw, paraesthesia, paraesthesia oral, pelvic pain, polycystic ovaries, procedural pain, pulmonary mass, pyrexia, raynaud's phenomenon, restless legs syndrome, rhinitis, sinus pain, spinal osteoarthritis, swelling, syncope, tooth disorder, tremor, vaginal discharge, vertigo, weight increased, the first episode of anosmia, the first episode of bone pain, the first episode of hypoaesthesia, the second episode of anosmia, the second episode of bone pain, the second episode of hypoaesthesia and the third episode of hypoaesthesia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. 2008: EKG normal. 3 month hsg: both sides blocked (B)(6) 2013 . X-ray showed systemic infection in maxillary bone. Unspecified dates: white counts were high. Ultrasound performed due to huge clots . Pft (interpreted as pancreatic function test). CT scan of chest . MRI . Chemical stress tests - the work ups came negative. On (B)(6) 2010 she underwent essure confirmation test hysterosalpingogram (hsg). Physician told her everything looks great, confirmed bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: constipation, insomnia, headache, fatigue, depression, anxiety, dizziness, dyspnea, arthralgia, supraventricular tachycardia, muscle pain, muscle weakness, alopecia, tooth problems, autoimmune disorder, metal allergy, swelling, pain in skin and rash . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New event added: my wisdom teeth are gone. I have pain in the areaa lot. Reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain shotting at times down into my legs') and pain ('blacking out with pain radiating into my back and into my head / chronic full body ache/pain') in a 39-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. *2008: EKG normal. 3 month hsg: both sides blocked. (B)(6)2013 . X-ray showed systemic infection in maxillary bone. Unspecified dates: white counts were high. Ultrasound performed due to huge clots . Pft (interpreted as pancreatic function test). CT scan of chest . MRI . Chemical stress tests - the work ups came negative. On (B)(6)2010 she underwent essure confirmation test hysterosalpingogram (hsg). Physician told her everything looks great, confirmed bilateral fallopian tube occlusion. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo provera) and metoprolol. Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4119, maximum: 4000). Detail: line 12087 the patient was treated with alprazolam, atenolol, naproxen, oxygen, sertraline and surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, pain, depressed level of consciousness, multiple sclerosis, loss of consciousness, back pain, weight increased, menorrhagia, myalgia, headache, nausea, paraesthesia, alopecia, depression, anxiety, breast pain, dizziness exertional, swelling, intranasal paraesthesia, dysstasia, adnexa uteri cyst, leiomyoma, neck pain, musculoskeletal pain, pain in jaw, dyspareunia, libido decreased, cognitive disorder, furuncle, the last episode of bone pain, tooth disorder, loss of proprioception, dizziness, vertigo, insomnia, balance disorder, polycystic ovaries, pulmonary mass, lung cyst, anorgasmia, intervertebral disc degeneration, contusion, muscle atrophy, syncope, spinal osteoarthritis, asthenia, impaired healing and the last episode of hypoaesthesia outcome was unknown, the osteomyelitis, rhinitis, genital haemorrhage, ear infection, arthralgia, autoimmune disorder, tremor, hyperhidrosis, complication associated with device and cardiac flutter was resolving, the constipation, dysgeusia, food allergy, pyrexia, vaginal discharge, influenza like illness, raynaud's phenomenon, migraine, paraesthesia oral, ageusia, chest pain, allergy to plants, endometriosis, allergy to animal and pain in extremity outcome was unknown, the nervous system disorder had not resolved, the fatigue had not resolved, the adenomyosis had resolved and the endometrial thickening had resolved. The reporter considered acne, adenomyosis, adnexa uteri cyst, ageusia, allergy to animal, allergy to plants, alopecia, amnesia, anorgasmia, anxiety, aphasia, arthralgia, asthenia, autoimmune disorder, back pain, balance disorder, breast pain, cardiac flutter, chest pain, cognitive disorder, complication associated with device, constipation, contusion, costochondritis, depressed level of consciousness, depression, dizziness, dizziness exertional, dysgeusia, dyspareunia, dysstasia, ear infection, endometrial thickening, endometriosis, fatigue, food allergy, furuncle, genital haemorrhage, headache, hyperhidrosis, impaired healing, influenza like illness, insomnia, intervertebral disc degeneration, intranasal paraesthesia, leiomyoma, libido decreased, loss of consciousness, loss of proprioception, lung cyst, menorrhagia, migraine, multiple sclerosis, muscle atrophy, muscular weakness, musculoskeletal pain, myalgia, nausea, neck pain, nervous system disorder, osteomyelitis, pain, pain in extremity, pain in jaw, paraesthesia, paraesthesia oral, pelvic pain, polycystic ovaries, procedural pain, pulmonary mass, pyrexia, raynaud's phenomenon, restless legs syndrome, rhinitis, sinus pain, spinal osteoarthritis, swelling, syncope, tooth disorder, tremor, vaginal discharge, vertigo, weight increased, the first episode of anosmia, the first episode of bone pain, the first episode of hypoaesthesia, the second episode of anosmia, the second episode of bone pain, the second episode of hypoaesthesia and the third episode of hypoaesthesia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: constipation, insomnia, headache, fatigue, depression, anxiety, dizziness, dyspnea, arthralgia, supraventricular tachycardia, muscle pain, muscle weakness, alopecia, tooth problems, autoimmune disorder, metal allergy, swelling, pain in skin and rash . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4) new reporters, all source documents and reference section and 2019-235130 (legacy device report num-2951250-2019-14476)2019-230895 (legacy device report num-2951250-2019-13239) were transferred to this case.this is a retention case. All the information: reporter¿s information. Events ¿ costochondritis, loss of memory were added. Outcome updated to - recovering / resolving for events - autoimmune disorder, joint pain. References details and source documents were transferred from deletion case no. (B)(4). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) ) on (B)(6) 2014. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain shotting at times down into my legs') and pain ('blacking out with pain radiating into my back and into my head / chronic full body ache/pain') in a 39-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. *2008: EKG normal. 3 month hsg: both sides blocked. (B)(6) 2013 . X-ray showed systemic infection in maxillary bone. Unspecified dates: white counts were high. Ultrasound performed due to huge clots. Pft (interpreted as pancreatic function test). CT scan of chest . MRI . Chemical stress tests - the work ups came negative. On (B)(6) 2010 she underwent essure confirmation test hysterosalpingogram (hsg). Physician told her everything looks great, confirmed bilateral fallopian tube occlusion. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo provera) and metoprolol. Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4112, maximum: 4000). Detail: line 12087. The patient was treated with alprazolam, atenolol, naproxen, oxygen, sertraline and surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pain, depressed level of consciousness, multiple sclerosis, loss of consciousness, back pain, weight increased, menorrhagia, myalgia, headache, nausea, paraesthesia, alopecia, depression, anxiety, breast pain, dizziness exertional, influenza like illness, swelling, intranasal paraesthesia, dysstasia, adnexa uteri cyst, leiomyoma, neck pain, shoulder pain, pain in jaw, dyspareunia, libido decreased, cognitive disorder, furuncle, the last episode of bone pain, tooth disorder, loss of proprioception, dizziness, vertigo, insomnia, balance disorder, polycystic ovaries, pulmonary mass, lung cyst, anorgasmia, intervertebral disc degeneration, contusion, muscle atrophy, syncope, spinal osteoarthritis, asthenia, impaired healing and the last episode of hypoaesthesia outcome was unknown, the osteomyelitis, rhinitis, genital haemorrhage, ear infection, arthralgia, autoimmune disorder, tremor, hyperhidrosis, complication associated with device and cardiac flutter was resolving, the constipation, dysgeusia, food allergy, pyrexia, vaginal discharge, raynaud's phenomenon, migraine, paraesthesia oral, ageusia, chest pain, allergy to plants, endometriosis, allergy to animal and pain in extremity outcome was unknown, the nervous system disorder had not resolved, the fatigue had not resolved, the adenomyosis had resolved and the endometrial thickening had resolved. The reporter considered acne, adenomyosis, adnexa uteri cyst, ageusia, allergy to animal, allergy to plants, alopecia, amnesia, anorgasmia, anxiety, aphasia, arthralgia, asthenia, autoimmune disorder, back pain, balance disorder, breast pain, cardiac flutter, chest pain, cognitive disorder, complication associated with device, constipation, contusion, costochondritis, depressed level of consciousness, depression, dizziness, dizziness exertional, dysgeusia, dyspareunia, dysstasia, ear infection, endometrial thickening, endometriosis, fatigue, food allergy, furuncle, genital haemorrhage, headache, hyperhidrosis, impaired healing, influenza like illness, insomnia, intervertebral disc degeneration, intranasal paraesthesia, leiomyoma, libido decreased, loss of consciousness, loss of proprioception, lung cyst, menorrhagia, migraine, multiple sclerosis, muscle atrophy, muscular weakness, myalgia, nausea, neck pain, nervous system disorder, osteomyelitis, pain, pain in extremity, pain in jaw, paraesthesia, paraesthesia oral, pelvic pain, polycystic ovaries, procedural pain, pulmonary mass, pyrexia, raynaud's phenomenon, restless legs syndrome, rhinitis, shoulder pain, sinus pain, spinal osteoarthritis, swelling, syncope, tooth disorder, tremor, vaginal discharge, vertigo, weight increased, the first episode of anosmia, the first episode of bone pain, the first episode of hypoaesthesia, arthromyalgia, the second episode of anosmia, the second episode of bone pain, the second episode of hypoaesthesia and the third episode of hypoaesthesia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: constipation, insomnia, headache, fatigue, depression, anxiety, dizziness, dyspnea, arthralgia, supraventricular tachycardia, muscle pain, muscle weakness, alopecia, tooth problems, autoimmune disorder, metal allergy, swelling, pain in skin and rash . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event 'joint and muscle pain' added. Reporter added. On (B)(6) 2020: no new information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033217) on (B)(6) 2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain shooting at times down into my legs'), pain ('blacking out with pain radiating into my back and into my head / chronic full body ache/pain') and peritonsillar abscess ('peritonsilar abscess') in a 39-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. *2008: EKG normal 3 month hsg: both sides blocked (B)(6) 2013 . X-ray showed systemic infection in maxillary bone. Unspecified dates: white counts were high ultrasound performed due to huge clots pft (interpreted as pancreatic function test) CT scan of chest MRI chemical stress tests - the work ups came negative on (B)(6) 2010 she underwent essure confirmation test hysterosalpingogram (hsg). Physician told her everything looks great, confirmed bilateral fallopian tube occlusion. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo provera) and metoprolol. Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4123, maximum: 4000). Detail: line 12087 the patient was treated with alprazolam, atenolol, naproxen, oxygen, sertraline and surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pain, depressed level of consciousness, multiple sclerosis, loss of consciousness, back pain, weight increased, menorrhagia, myalgia, headache, nausea, paraesthesia, alopecia, depression, anxiety, breast pain, dizziness exertional, influenza like illness, swelling, intranasal paraesthesia, dysstasia, adnexa uteri cyst, leiomyoma, neck pain, shoulder pain, pain in jaw, dyspareunia, libido decreased, cognitive disorder, furuncle, the last episode of bone pain, tooth disorder, loss of proprioception, dizziness, vertigo, insomnia, balance disorder, polycystic ovaries, pulmonary mass, lung cyst, anorgasmia, intervertebral disc degeneration, contusion, muscle atrophy, syncope, spinal osteoarthritis, asthenia and impaired healing outcome was unknown, the osteomyelitis, rhinitis, genital haemorrhage, ear infection, arthralgia, autoimmune disorder, tremor, hyperhidrosis, complication associated with device and cardiac flutter was resolving, the constipation, dysgeusia, food allergy, pyrexia, vaginal discharge, raynaud's phenomenon, migraine, paraesthesia oral, ageusia, chest pain, allergy to plants, endometriosis, allergy to animal and pain in extremity outcome was unknown, the nervous system disorder had not resolved, the fatigue had not resolved, the adenomyosis had resolved and the endometrial thickening had resolved. The reporter considered acne, adenomyosis, adnexa uteri cyst, ageusia, allergy to animal, allergy to plants, alopecia, amnesia, anorgasmia, anxiety, aphasia, arthralgia, asthenia, autoimmune disorder, back pain, balance disorder, breast pain, cardiac flutter, chest pain, cognitive disorder, complication associated with device, constipation, contusion, costochondritis, depressed level of consciousness, depression, dizziness, dizziness exertional, dysgeusia, dyspareunia, dysstasia, ear infection, endometrial thickening, endometriosis, fatigue, food allergy, furuncle, genital haemorrhage, headache, hyperhidrosis, impaired healing, influenza like illness, insomnia, intervertebral disc degeneration, intranasal paraesthesia, leiomyoma, libido decreased, loss of consciousness, loss of proprioception, lung cyst, menorrhagia, migraine, multiple sclerosis, muscle atrophy, muscular weakness, myalgia, nausea, neck pain, nervous system disorder, osteomyelitis, pain, pain in extremity, pain in jaw, paraesthesia, paraesthesia oral, pelvic pain, peritonsillar abscess, polycystic ovaries, procedural pain, pulmonary mass, pyrexia, raynaud's phenomenon, restless legs syndrome, rhinitis, shoulder pain, sinus pain, spinal osteoarthritis, supraventricular tachyarrhythmia, swelling, syncope, tooth disorder, tremor, vaginal discharge, vertigo, weight increased, the first episode of anosmia, the first episode of bone pain, the first episode of hypoaesthesia, arthromyalgia, the second episode of anosmia, the second episode of bone pain, the second episode of hypoaesthesia and the third episode of hypoaesthesia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: constipation, insomnia, headache, fatigue, depression, anxiety, dizziness, dyspnea, arthralgia, supraventricular tachycardia, muscle pain, muscle weakness, alopecia, tooth problems, autoimmune disorder, metal allergy, swelling, pain in skin and rash . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new event peritonsillar abscess was added. On (B)(6) 2020: new event supraventricular tachyarrhythmia was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.